Event description:
The customer reported to olympus that the evis exera iii colonovideoscope tore during a screening colonoscopy which caused a small mucosal tear, requiring 3 clips for hemostasis and repair. The procedure and anesthesia/sedation were prolonged by 20 minutes and was completed using a similar device. There was no further patient impact reported.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation and the customer allegation was confirmed. The third-party bending section was torn and broken apart and thus, a leak check could not be performed. Additional findings included a fading/peeling label and use of third-party switch/camera, distal end cover, objective lens, light guide lens, nozzle, bending section cover, bending section cover glue, light guide tube, and scope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This report has been submitted by the importer under this MDR report number 2429304-2023-00275.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the suggested event occurred due to the bending section had excessive physical stress. However, olympus could not specify occurrence cause of the event for parts of the subject device were repaired by non-olympus repairer. The root cause of the suggested event could not be determined. The event can be prevented by following the instructions for use which state: ¿this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner.¿ olympus will continue to monitor field performance for this device.